Event description:
The customer reported that the insulin pump's gauge displayed a different amount than expected. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.